Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the up arrow and down arrow keypad buttons were unresponsive. The keypad was reportedly torn. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate the issue of unresponsive keys. All buttons are responsive. Keypad is torn around 'up' 'down' and 'ok' buttons and was removed keypad for inspection. Evidence of contamination and corrosion were found under 'contrast' key contacts and the 'down' key contact was misaligned. A damaged keypad will permit contamination to permeate the buttons with a negative impact on button function. The situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and the owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Unrelated to this complaint, the battery compartment is cracked at case seal and the display lens is scratched and cracked around the edges.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).